Event description:
The customer reported that during a patient procedure, using a glidescope spectrum single-use lopro s4, when pressure was applied to the single-use lopro s4 the image would go "black". After the procedure the customer's biomedical technician attempted to reproduce the issue, but was unable to. The customer's biomedical technician believed the issue was due to a "bad" glidescope spectrum single-use lopro s4. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The reported glidescope spectrum single-use lopro s4 was not returned to verathon for evaluation, but instead the customer returned the reported glidescope go monitor that was used with the single-use lopro s4 during the reported procedure. A verathon technical service representative evaluated the returned glidescope go monitor but was unable to confirm the reported image issue. When connecting the customer's glidescope go monitor to known, good, test verathon equipment, the monitor produced a normal image. The camera image quality test was performed and passed for the glidescope go monitor. Upon completion of the evaluation the returned glidescope go monitor was scrapped as the customer had already received a replacement monitor for their device. Verathon did not receive the reported glidescope spectrum single-use lopro s4 and was unable to confirm or deny the reported issue for this device. Corrective action is not required at this time. Verathon will continue to monitor for trends.